Manufacturer narrative:
Result: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: these 2 lots were not on the production floor at the same time or in any way connected. No reprocessing was performed. Therefore these lots could not have been mixed during the processing up to and including sl release to fg. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00852. The hospital saved the device for use.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max). Upon removal from the packaging, a penumbra system max aspiration tubing was found inside the box labelled for a penumbra system 3max reperfusion catheter. The procedure continued using a new 3max catheter and the aspiration tubing was saved for use at a later date.